Event description:
It was reported that the fiber was damaged at the tip during a prostate procedure. There was no report of any part of the device remaining inside the pt. The procedure was completed with a second fiber. There was no report of pt injury.

Manufacturer narrative:
The MFR assigned model number 0010-2093 is designated for (B)(4) distribution. This report is being submitted as the model 0010-2093 is identical in design and manufacture to the commercially available model 0010-2090 angled delivery device, greenlight (k062719). Fiber analysis: the fiber cap was found to be detached; fiber was broken proximal to glue zone. The fiber cap was returned by the customer. Cap condition would result in reduced vaporization efficiency. This may cause forward firing. The root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and or anatomical/procedural factors encountered during the procedure, resulting in cap detachment.